Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for three patients that were normal when measured at another laboratory. The following data was provided: sid (B)(6) initial result = 18417 ng/l. Sid (B)(6) initial result = 13580 ng/l. Sid (B)(6) initial result = 12546 ng/l. The patients were transferred to another hospital and generated negative results. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identification: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 49565ud00 did not identify deviations, or non-conformances associated with lot number 49565ud00. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient results for lot 49565ud00 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot 49565ud00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 49565ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for three patients that were normal when measured at another laboratory. The following data was provided: sid (B)(6) initial result = 18417 ng/l. Sid (B)(6) initial result = 13580 ng/l. Sid (B)(6) initial result = 12546 ng/l. The patients were transferred to another hospital and generated negative results. No impact to patient management was reported.